Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event. The infusor was filled with morphine and nacl 0.9%. It was reported that the infusor was still full after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.